Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
Upon review of the event history, a baxter quality engineer discovered this pump to have experienced an 810:11 failure code. It is unknown which process step this event occurred during. Upon review of the event history, the quality engineer found that the event caused an interruption of delivery. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague infusion pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: during a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 810:11 failure code, which interrupted delivery. The assignable cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was therefore recalibrated to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.